Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported event cannot be determined. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during reprocessing the device elevator channel was found broken, does not move down at all. There was no patient involvement on this report. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Device was not returned for evaluation. Based on the reported events/phenomenon, it was presumed that there is a possibility of deviation from IFU in this case event. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscopes distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.